Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was reported that the device showed over-sensing episodes. Additional information was requested but is yet to be provided. The patient was stable.